Event description:
Boston scientific received information that approximately three weeks post implant, follow up revealed this atrial lead was dislodged. A revision procedure was performed. This lead was successfully repositioned. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains implanted and in service. At this time, no further information is expected. Should additional information become available, this event will be updated.